Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Exemption number e2014015. Total number of events sumarized - 2. Novasilk - 2. Restorelle-0 - attachment: [oto__april_may_2016.zip].

Event description:
As reported to coloplast, though not verified, patient's legal representative stated spotting, pain, secondary prolapse.